Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the restoration doctor attempted to remove the healing abutment and it was fused to the implant at tooth site #9. The general dentist attempted to remove the healing collar and was unable to do so. The patient was referred back to the surgeon for evaluation. The surgeon then had to apply a large amount of force to the healing collar and was unsuccessful at removing it prior to the implant breaking its integration and backing out. A new implant was placed. Symptoms as a result of the event: pain.